Event description:
The test strips involved in this case have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have failed functional testing due to failed control solution tests.